Manufacturer narrative:
Tracking number us201212-0412. Initial report sent to FDA on (B)(4) 2013. Additional information from the importer report: date of report: (B)(4) 2012, brand name: avaulta anterior biosynthetic support system, catalog #486010, (B)(6).

Event description:
Procedure: urogynecological. According to the reporter: the patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment. Pelvisoft acellular collagen biomesh was reported to be used/implanted during this procedure. Additional information has been requested, but not yet received. Associated mdrs: 1018233-2012-02201, 1018233-2012-02199 and 1018233-2012-02200.